Event description:
On june 21, 2007, the pt was treated with emdogain in the upper jaw for the first time. No adverse reactions were detected. In 2007, the pt had a second surgery on the lower jaw and was treated with emdogain. The pt was not on medication at the time of surgery. Received clindamycin (antibiotic) after surgery. Between the first and second emdogain treatments, the pt suffered from herpes. The dr confirmed that this pt suffered from herpes before. Approx two weeks after the second surgery, the pt had a reaction, which included itching and hair loss. The pt was treated with fenistil (for itching) and elidel. At the time of the receipt of the complaint, the pt's condition was still ongoing. The pt is currently consulting a dermatologist.